Event description:
Procedure type: lap assisted distal gastrectomy. Reportedly, the active blade broke during use. The surgeon exchanged with another ultra shears, but the same event occurred. All broken pieces were retrieved from the surgical cavity and the procedure was completed with another ultra shears. No patient injury was reported.